Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. The patient was in stable condition. The patient will be further monitored.